Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual evaluation of the returned device was performed and found that the proximal section of the guide catheter was stretched, broken, and was stuck in the guidewire, also, it was kinked approximately at 14.5 cm from the distal end. The push catheter is kinked in several locations and it was cut approximately at 155.5cm from distal end. The suture hole is torn and the suture is twisted. The stent is deformed. Based on the product analysis, the issue occurred during procedure, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend the catheters and deform the stent, this condition can result in issues deploying the stent due to friction between the kinked areas in the catheters, also if the device is rotated during its use, it can lead to twist the suture around the stent which can cause issues to release the stent, continued attempts to deploy the stent or excessive force retracting the guide catheter in order to release the stent can result in tearing the suture hole and guide catheter stretching and eventually guide catheter breakage. Once the guide catheter is stretched the inner inner diameter of the guide catheter would be reduced and it is going to get stuck on the guidewire. Therefore, 'adverse event related to procedure' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a flexima biliarystent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician attempted to release the stent, the stent was stuck in the delivery system and failed to deploy. The procedure was successfully completed with another flexima biliary stent. There were no serious injury or adverse patient effects reported as a result of this event. Investigation results revealed the guide catheter broke, therefore this event has been deemed an MDR reportable event.